Event description:
Below is an email communication that describes yet another non-invasive blood pressure machine failure in the data processing unit (dpu) of the solar 8000i. The failure is from the perioperative information management (pim) software that is currently being used in the or. Apparently, the nibp cuff simply stops recording the patients' blood pressure. In this case, it was about 15 minutes. This has happened a lot at the hospital in the or's and while the manufacturer has assured us a fix is in the pipeline, it has been decided to submit a report on every occasion of nibp failure.e-mail: I had another occasion of a failed solar 8000i nibp monitor. That is, it went from auto nibp interval to off with no buttons pressed. The bp stayed on the big screen so it was not obvious.I did notice it and obtained a blood pressure another way while I made sure the monitor did not alarm. I then restarted the auto nibp interval mode. We have had many of these failures and I simply wanted to document one more from the anesthesiologist.